Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had re-occurring air bubbles. Approximate size of air bubbles was bigger than soda pop or champagne size and another bubble was larger than more 1mm wide in diameter . Customer reported that the location of the air was come on the top of the reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.